Event description:
Ventilator screen started to say "patient disconnect error" while the patient was connected to the ventilator. Rn and rt attempted all troubleshooting options; however, ventilator continued to report "patient disconnect error". Patient removed from ventilator and placed on a different vent. Biomed made aware. Ventilator taken out of service and taken to biomed department.